Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after a continuous glucose monitor (cgm) replacement, the patient experienced sustained hyperglycemia while using the omnipod in automated mode. The pod had been applied on (B)(6) 2026, and on (B)(6) 2026, after approximately 37-48 hours of pod wear, the patient attended a diabetes clinic due to persistently rising glucose levels, with readings up to 360 mg/dl. The patient reported symptoms including nausea, feeling paralyzed, feeling "dazed", and muscle weakness. The pod and cgm were both placed on the abdomen approximately 4-5 cm (1.6-2 inches) apart. The adhesive remained secure during wear, and no alarms or error messages were reported. The patient replaced the pod at home prior to seeking medical attention. After removal, the cannula was visible and described as slightly bent. No insulin leakage was noted. At the clinic, blood glucose levels were checked twice, ketones were tested, and blood was drawn. The physician reviewed the omnipod therapy settings and made slight basal rate adjustments, after which the glucose level gradually declined. The visit lasted approximately two hours, and no formal diagnosis was provided. The patient did not receive any medical treatment during the clinic visit, and blood glucose levels normalized with the new pod after the therapy settings were adjusted.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.